Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was able to power on a monitor but was unable to charge. The battery connector was physically damaged, which prevented the battery from connecting to a battery charger. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective battery pack.

Event description:
A patient's battery was returned to a us distributor and it was reported that the battery was causing faults.